Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was part of system revision due to infection. The patient reported that the site area was painful and showed signs of inflammation. No additional adverse patient effects were reported. This ICD was explanted.